Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. There were no reprocessing steps deviations from instruction for use (IFU). Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the foreign material at distal end is likely due to reprocessing could not be conducted properly due to shaved distal end. Additionally, the foreign material in light guide (lg) lens is presumably causes by the lg lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, resulting in humidity invading lg-lens which led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The event can be detected by following the IFU section: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process it was found that the device had foreign material in the light guide lens and the adhesive around light guide lens, additional finding were: air/water cylinder had no color; suction cylinder had no color; forceps channel port had a dent; plug unit had a scratch; scope connector cover unit had corrosion due to water leakage; cover of light guide bundle was damaged; distal end was shaved; distal end had residual liquid; and adhesive around light guide lens had discoloration. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the light guide lens and the adhesive around light guide lens. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.